Manufacturer narrative:
Device is a combination product. Initial reporter city:(B)(6). Initial reporter state: (B)(6). Device eval by manufacturer: the returned device consisted of an eluvia self-expanding stent system with a 0.014 guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the yellow thumbwheel lock and luer was missing. The stent was deployed and did not return for product analysis. The rack measured approximately 12.8cm from the handle to the knob. There was a kink on the outer sheath at the nosecone. The guide wire was sticking out approximately 20cm from the tip and approximately 106cm past the rack. The wire was tugged from both ends and it did not move. The handle was opened and it was noticed that the proximal inner looked wavy in appearance and was prolapsed. Microscopic examination revealed no additional damages. There was blood present on and in the device. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the device became stuck on the guidewire. A 6x120x130 eluvia drug-eluting vascular stent system and a 300cm non-bsc guidewire were selected for a procedure in the superficial femoral artery (sfa). After successful implantation of the eluvia stent, the physician started to remove the guidewire. At this point, it became stuck and could not be removed. The guidewire and stent system were successfully removed together as one unit. The procedure was completed and the patient experienced no adverse effects.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that the device became stuck on the guidewire. A 6x120x130 eluvia drug-eluting vascular stent system and a 300cm non-bsc guidewire were selected for a procedure in the superficial femoral artery (sfa). After successful implantation of the eluvia stent, the physician started to remove the guidewire. At this point, it became stuck and could not be removed. The guidewire and stent system were successfully removed together as one unit. The procedure was completed and the patient experienced no adverse effects.